Manufacturer narrative:
Combination product: yes. 19-jun-2024 additional information: treated was a moderately-severely calcified lesion (90 percent stenosis degree) in a mildly tortuous part of the proximal lad. The cathlab report notes that there were previously implanted stents from the proximal lad to the mid lad with severe diffuse in-stent restenosis with multiple areas of 90 percent stenosis. A laser atherectomy of the proximal to mid lad in-stent restenosis was performed, and the proximal and mid lad stents were pre-dilated with a 2.5 x 20 mm balloon. An orsiro mission 2.5/40 was successfully implanted in the mid lad. Thereafter, the affected device was introduced into the patients body. The affected product was not returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the cathlab report provided was reviewed. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations, no manufacturing related root cause could be identified.

Manufacturer narrative:
Combination product: yes.

Event description:
Stent sheared off the balloon and had to be snared from left main. After the device was removed, an extension catheter was inserted and it was planned to implant another orsiro mission, but patient then went asystole and hypotensive. CPR/acls was initiated, and the patient was intubated. An impella was then placed as well. Patient was given a second orsiro mission stent which was deployed successfully, and the patient went home in good health.

Manufacturer narrative:
Combination product: yes, corrected the initial reporter information. Reference CAPA# nc-24-004. The affected product was not returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the cathlab report provided was reviewed. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations, no manufacturing related root cause could be identified.